Event description:
It was reported that the guide wire separated at the core, possibly caught on the transducer of the ultrasound. The separated device was removed from the pt with a snare device. There was no pt injury or effect reported.